Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of paenibacillus spp as klebsiella oxytoca in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of klebsiella oxytoca (73%). The isolate was sent to a reference laboratory where it was identified as paenibacillus spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of paenibacillus spp as klebsiella oxytoca in association with the vitek® ms (ref 410895, serial (B)(6) ). Investigation fine tuning status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between (B)(6) to (B)(6) 2021. Spot preparation quality the investigator analyzed data provided from the customer to determine the quality of their spot preparation. The calibrator ¿all peaks¿ values were heterogeneous, indicating the customer had non-optimal spot preparation of the calibrator strain. Kb review based on the information provided, the expected identification is a paenibacillus spp which is not present in vitek ms kb v3.2 at a genus level. The knowledge base 3.2 includes more than 19 species of paenibacillus (p.alvei, p amylolyticus, p. Apiarius, p. Cineris, p. Cookii, p. Durus, p. Glucanolyticus, p. Lactis, p. Larvae, p. Lautus, p. Macerans, p. Naphthalenovorans, p. Pabuli, p. Peoriae, p. Polymyxa, p. Provencensis, p. Pueri, p. Thiaminolyticus, p. Validus). Sample data analysis the analysis of the mzml sample shows that number of all peaks was heterogeneous (between 31 and 86). The low discrimination result were obtained from spectra with the lower number of ¿all peaks¿ (31). The misidentification was obtained with a low identification score (-0.2) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). By reprocessing the customer data with saramis kb v4.17 (under development), the spectra led to no identification results; resolving the misidentification. Conclusion the information provided by the customer indicates that they obtained a misidentification due to the combination of a system limitation (species out of kb v3.2) along with bad quality spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Since (B)(6) 2016 there have been no similar complaints. No isolate of paenibacillus spp was misidentified as klebsiella oxytoca.